Event description:
Pt receiving an epidural for child birth. Tip of the epidural catheter broke off in pt. Tip has been left in pt at the advise of the physician and medical literature which supports not performing invasion treatment to remove. Pt delivered healthy baby boy via natural childbirth. Mother and baby were discharged on schedule (B)(6)2010 in good condition. Dates of use: (B)(6)2010. Diagnosis or reason for use: child birth. Event abated after use: yes.